Manufacturer narrative:
It was reported by customer that IV tubing did not have white roller clamp on it like it should. One sample of material number 10015896 was submitted for quality investigation. Visual inspection was conducted and it was identified that the roller clamp below the pumping segment was missing. The returned sample was then compared to the design assembly build of material and it was verified that the sample was missing the roller clamp. The customer complaint of a missing component was confirmed. The root cause for the issues is a misassembly during the production process. The investigation at the manufacturing facility indicated that the failure is most likely due to the operator advancing the assembly process faster and not using a necessary assembly fixture, and as a result the component was not added to the assembly. A quality alert was created to explain the correct use of the assembly procedure with the assembly personnel. A device history record review for model 10015896 lot number 24036169 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was missing component the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. IV tubing did not have white roller clamp on it like it should.